Event description:
According to the reporter, during a laparoscopic sigmoid resection, before resecting the sigmoid colon, the scrub nurse set-up the device and completed until opening/closing without any issue. The primary surgeon clamped the sigmoid colon using the stapler, the green button was pressed, and an attempt was made to squeeze the handle; but it could not be performed. The device did not fire. The black return knob was pulled, and the device was safety released from the tissue. A new handle and reload were used to resolve the issue. No patient injury.

Manufacturer narrative:
Concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap (lot#p3g0147) evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The jaw of the reload was open. The sled was slightly advanced. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.